Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59d1x. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with two reloads present. The reloads (b and c) were received partially fired 1/10. The returned device and cartridges reloads were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received? Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Yes, opened the jaw a little with big force. Did the jaws eventually open? No.

Event description:
It was reported that during the right upper lobectomy surgery, could not fire with ecr45b. Could not fire with ecr45w when severing the vessel. And could not pull the knife reverse button and reverse button, the buttons were locked. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.